Event description:
The initial reporter alleged they received discrepant results with the kit cobas 58/68/8800 mpx 480t ivd on the cobas 5800 instrument for two patient samples. For the first patient sample, on (B)(6) 2023, sample ID (B)(6) generated an hiv reactive result with a cycle threshold (CT) value at the limit of detection for the assay, while hbv and hcv results were non-reactive. The same sample was repeated on the same day under sample ID (B)(6) and generated an hiv non-reactive result, with hbv and hcv results remaining non-reactive. Subsequent testing of a new blood sample collected from the same donor after a two-week period confirmed hiv non-reactive results. For the second patient sample, on (B)(6) 2024, sample ID (B)(6) generated an hcv reactive result with a CT value at the limit of detection for the assay, while hiv and hbv results were non-reactive. The sample was repeated twice on the same day under sample ids (B)(6), and both repeat tests generated hcv non-reactive results, with hiv and hbv results remaining non-reactive. Additional repeat testing of the sample also yielded hcv non-reactive results. Both nucleic acid testing (nat) and serological testing for both patient samples yielded non-reactive results.

Manufacturer narrative:
The analysis was performed on a cobas 5800 analyzer (serial number: (B)(6). The investigation determined that the kit cobas 58/68/8800 mpx 480t ivd assay performed as intended. The root cause of the reported discrepant results could not be definitively identified. Potential contributing factors include nonspecific amplification, true amplification due to low viral concentration, or sample contamination. These are considered sample-specific issues. A review of complaint history identified a trend for reagent kit lots j11224 and j23629; however, no related internal non-conformances or change requests were identified. Run data for subsequent testing was not provided for review.